Event description:
The manufacturer was informed of a thrombocytopenia event after the implantation of the perceval valve. According to the information available, the platelet counts dropped to 30k in 2 cases. There is no further information available at this time.